Event description:
The stryker painpump2 blockaid did not infuse medication into the femoral nerve block. The pump display showed the pump as running and infusing, but total volume infused was less than 19 ml in a 48 hour period -should have been 8 ml/hr-. The pt complained of increasing pain in the operative knee within 12 hours post-operatively. The pump and catheter were dc'd, and the pt was placed on oral pain medications. Dates of use: 2 days (B) (6) 2010--(B) (6) 2010. Diagnosis or reason for use: post-operative pain mgmt in total knee replacement.